Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that these devices should be inspected before each use. Visually examine the devices for obvious physical damage, including: cracked, broken, or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, or significant discolorations. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-7510-005, goldvac integrated smoke pencil pushbutton, device was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿electrocautery 'cut' function spontaneously turned on/off for 10-40 sec at a time 5 times until it was disconnected. Unable to use coag function while cut was on during surgery.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-7510-005, goldvac integrated smoke pencil pushbutton, device was being used on (B)(6) 2024, during an unknown procedure when it was reported "electrocautery 'cut' function spontaneously turned on/off for 10-40 sec at a time 5 times until it was disconnected. Unable to use coag function while cut was on during surgery". There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.